Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Patient stated that they performed a reset on the receiver, and cycled bluetooth off/on for the smart device. Patient was waiting for both devices to connect. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed but could not confirm the reported event of loss of connection as the dates of data sent were not inclusive of the issue date range. No additional patient or event information is available.